Event description:
Pt underwent uneventful lasik ou (B)(6) 2014 using the fs200 and ex500. Pt presented at 1 month post op with vasc 20/25 - od, 20/20 os. Rxm -0.75 sphere 20/20 od, plano 20/20 os. Pt complained of rainbow glare od. MFR ref# 3003288808-2014-01782.